Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was implanted in the left ear with the vibrant soundbridge middle ear implant via the incus vibroplasty and is complaining of intermittency. The pt was seen in clinic and at first, this seemed to be related to her amade upgrade. This was replaced, but with no improvement and is now finding the audio processor 404 is intermittent and cutting out too. Both the amade and ap404 are working fine. There was no reports of head trauma, no head injury and implant site reported to be problem free.